Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. The slider of the bone punch shows visible damage. Furthermore the main part of the bone punch shows visible damage too. Additionally we made a visual inspection of the fracture surface of the instrument. Here we found the typical signs of an intercrystalline cleavage fracture with slight brown discoloration. We made a visual inspection of the broken off tip. Here we found visible damage and the typical signs of an inter-crystalline cleavage fracture with slight brown discoloration. Hardness of the instrument was checked and according to specification it is in the allowable tolerance with 477 hv5. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: this kind of instrument is designed for delicate use only. We assume a mechanical overload situation as the causal factor. A material defect can be excluded. According to the instructions for use, the following note and warning must be observed: "color-marked aesculap kerrison bone punches with a gold-colored distal working tip have a thin foot plate and may be used only for removing small bone portions and soft tissue. Additionally, these aesculap kerrison bone punches carry the inscription "for delicate use only"" no CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the tip broke off during the procedure.